Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out from the device [product delivery mechanism issue] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 03-jun-2026, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient started taking albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication via unknonw route. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc: (B)(4), batch no: ai25019, exp date: 31-oct-2027 and serial number: (B)(6) for an unknown indication via unknown route. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, pharmacy dispensed 02 sealed medications to the patient, and on an unknown date in (B)(6) 2026, the patient observed that the medication was not coming out from the device, and upon asking, patient stated that patient is not sure whether the dose counter window was showing any readings on it, as the defective medication is with the patient. Further, patient confirmed that the patient followed all the instructions for use provided in the pi (package insert), as well as all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).